Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18312 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft. In conclusion, the clinical issue (tamponade and pericardial effusion) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial tamponade during the operation. The ablation was halted and pericardiocentesis was performed to treat the tamponade and effusion. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 4fc12 product type: sheath product ID: 2ach20 product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.